Event description:
It was reported that 28 months after implant, it was noted that one arm of the filter was detached and was embedded in the cava wall. The pt is asymptomatic. The arm has not been removed and the filter remains implanted. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned for eval, as it remains implanted. It is unk if pt factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The info for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to" filter fracture. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.